Event description:
It was reported that patients pump device system was explanted and replaced due to infection. The patients pump and catheter were removed on (B)(6) 2012 due to infection which was reported to be at the device pocket, included drainage and incisional wound opening. The patient was re-implanted with a new pump and catheter on (B)(6) 2012 when the infection cleared up. The patient was reported as "doing well" following the event. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type catheter. (B)(4).